Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no d.10. Returned to manufacturer on: n/a h.6. Investigation: samples/ photos analysis: an image was received, and it is possible observe particle inside the syringe body. The retain samples were evaluated and it was possible observe the similar characteristic observed by the customer, to correlate the occurrence with inherent product characteristics being a residue of lubricating agent - crodamide. According the DHR evaluation it was not observed any record to this issue. After evaluating the images, it shows the same characteristic resultant from the migration of the lubricant oil present at chemical composition of the raw material used to syringe production, inherent to the product. This lubricant was called oleamide oil with responsible to the movement from the plunger and barrel of the syringe, without this component the movement is impossible. H3 other text : see h.10

Event description:
It was reported that oralpak 3ml blue hospital had foreign matter in the barrel on 73 occasions before use. The following information was provided by the initial reporter: white fm found in barrel. Customer request fm anaysis/ request confirm white fm is crodamide.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that oralpak 3ml blue hospital had foreign matter in the barrel on 73 occasions before use. The following information was provided by the initial reporter: white fm found in barrel. Customer request fm analysis/ request confirm white fm is crodamide.